Manufacturer narrative:
H10: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the photos observed that the female connecter was separated from the main body of the transfer set. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue with the transfer set; further described as "the patient was unable to disconnect from the patient line of the cycler, which was not unscrewed; the internal part under the powdery blue part of the transfer set was exposed¿ (female connector separated from main body). This was observed during peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.